Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was hospitalized for treatment with IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024 and it is unknown if there are plans to reimplant the patient with another cochlear device as of this date of report.